Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The distal conductor was distorted. The defibrillator conductor was distorted. The distal conductor had blood/body fluid (not obstructed). The inner tubing was kinked/buckled. There was blood in/on the helix/lobe mechanism and the helix/lobe mechanism (sleeve head). There was a tip seal observation. The lead was stretched. Visual analysis revealed the lead was damaged at implant.

Event description:
It was reported that during the implant attempt the helix would not engage when trying to reposition the lead. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.